Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value not provided; cause was unknown. The call was disconnected. Tandem technical support attempted multiple follow up attempts with the customer to continue troubleshooting, however, no response received.